Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had a clip deploy that was "malformed." The surgeon continued the case with the same clip applier with no further incidents. There were no adverse consequences for the patient.